Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with loss of left ventricular capture and shortness of breath. Lv lead dislodgement was noted. The date and cause of the lead dislodgement were unknown. Lead was explanted and replaced. The patient did not have any complications from surgery and was discharged the next day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.